Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows multiple signs of wear. The left l3 locking cap was reported loose and had a single channel worn into its base. The right side l2 and l3 locking caps showed signs of wear all the way around their bottoms and were also reported loose. All the threads of all the returned locking caps showed normal signs of wear with no significant signs of deformation. The right l2 and l3 screws that were returned did not show any signs of deformation within the tulip threads or any signs of splay. A gray lubricious substance was found within both screws near the saddles. The signs of wear around the bases of the right l2 and l3 locking caps indicate that the caps backed out. The channel within the l3 locking cap indicates that the rod was able to slide back and forth to wear a space within the cap. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, d4, d9, g6, h2, h3, h6, h10 and b4, e1, g6, h2, h6, h10.

Event description:
It was reported there was a revision surgery due to creo threaded locking caps that were found loose post operatively with subsequent rod displacement, causing patient pain. This event occurred in ireland.